Event description:
It was reported that a patient presented during the implant procedure. There was no clear egm during the interrogation and no sensing. A different programmer was used multiple times unsuccessfully. A new device was implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Final evaluation noted contamination on a component on the header feed through pins. This contamination might have contributed to the field complaint of a sensing anomaly.